Event description:
It was reported that the device battery went from eri to eol in a short period. The device was explanted and replaced.

Manufacturer narrative:
The reported rapid battery depletion from eri to eos was confirmed in the laboratory via review of battery voltage trending data. The device was tested on the bench and using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.